Manufacturer narrative:
Address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set was leaking from the middle y-site. The tubing had come apart. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual examination, the tubing was observed separated from the second y-site clearlink. A lack of solvent was noted between the tubing and the clearlink. The reported condition was verified. The cause was determined to be an error in the production process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.